Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented to clinic for follow-up. Device was found to be in backup vvi mode. A device download was performed successfully, and the device remains implanted.